Event description:
Pre-procedure: patient with positive stress test and angina.procedure - significant disease in proximal circumflex artery, possibly extending into the left main, further diagnostic testing, with heparin given for anticoagulation (act > 200 seconds).a guidewire used to wire the circumflex artery.ivus catheter introduced over the wire into the circumflex artery, decision made to look at the lad (left anterior descending). Wired lad artery with another guidewire. The ultrasound catheter was removed off the circumflex wire, then was placed over the wire extending into the lad artery. The ivus wire initally showed images but malfunctioned. The ivus catheter was pulled off the wire and introduced another ultrasound catheter which also did not work. Both catheters were from the same lot number.